Event description:
Customer reported that she had a seizure and was woken up with the paramedics around her. Customer's blood glucose readings at the time of the incident were 20 mg/dl. Customer was treated with IV by the paramedics at home. Customer mentioned that the sensor did not alert the customer of a low blood glucose reading. Customer also mentioned that she has had a bent cannula in the past. Any further troubleshooting was declined. Customer's blood glucose reading at the time of the call was 142 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.